Event description:
It was reported that following an ablation procedure, the patient experienced cerebral edema that was noted on post-operative imaging. The patient required prolongation of hospitalization and required mannitol. The cerebral edema was considered resolved as of (B)(6) 2020; the patient was discharged on (B)(6) 2020. It was noted that this was definitely related to the surgical procedure. There were no further patient complications reported in relation to this event